Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a revision/replacement was done (B)(6) 2022 a completely ventrally dislocated electrode, and the much worse effect of the sacral neuromodulation thus the decision to replace the electrode. Further noted was electrode dislocation with complete ventralization left, right poles 1+2 around ventral bone edge. To avoid re-dislocation, implantation of the new electrode then at s4 instead of s3. In 2020, patient had botox in which patient was 6 months symptom-free. In the meantime patient again had strong/severe vesical pain despite program change, current adjustment, and subjectively good micturition. A contributing factor was patient's pregnancy. They had massive complaints during pregnancy. Patient had a sectio in (B)(6) 2021 at 28 weeks. After ipg activation (after sectio) initially less complaints, since 3 months nas. 4/10 minimal. There was report of stimulation sometimes being strange, "massive spikes".  Issue has been resolved with revision/replacement.

Manufacturer narrative:
Concomitant medical device: product ID 388928, serial/lot#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 26-aug-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the ins was returned device and subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken 22cm from proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.